Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope plastic cover has a burn. The issue occurred during a service/demonstration. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device plastic cover (c-cover) was found burnt. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the reported issue. The investigation could not specify whether the device was used in accordance with the IFU from the complaint information. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. Evis lucera jf /tjf type 150 operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope evis lucera jf /tjf type 150 operation manual chapter 4 operation:4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.